Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the issues was that the patient fell on (B)(6) 2016 with a diagnosis of fractured distal left femur. The patient had open reduction internal fixation (orif) surgery on (B)(6) 2016. It was reported the patient's son called the office on (B)(6) 2016 and said they were unable to make a connection. It was reported that the batteries were changed as part of troubleshooting. The hcp reported the patient's son reported that he called the manufacturer to reset the program.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that the patient ¿had been hospitalized, originally she went to the ER on (B)(6) 2016 and they had to drain 900 ml of urine.¿ the caller reported that since then, the patient had to have a foley bag ¿and the she fell the next day¿ on (B)(6) 2016 and broke her thigh and that was why she was hospitalized and since had surgery on her thigh. The caller reported that the patient still had the foley bag and now he was trying to synchronize and reported that he could connect with the antenna but not with the antenna. The caller reported that this started happening on (B)(6) 2016. The caller reported that ¿the neurostimulator wasn¿t working so we need to increase it, I think.¿ the caller reported that he thought the symptoms haven¿t been helped since ¿the end of (B)(6) around the 31st.¿ the caller wasn¿t with the patient at the time of the call but would call back for troubleshooting about the poor communication with the programmer. Additional information was received from the consumer and it was reported that the patient did not feel stimulation on program 1 at 0.9. The caller changed to program 2 and patient reported that they were not feeling stimulation at 5.0. The caller changed to program 3 and patient reported not feeling stimulation at 5.0. The caller changed to program 4 and the patient reported she was feeling pain, but caller was unsure if it was from the device, so brought stimulation down to 0.4. The caller reported that the patient did have pain in her lower back, but the pain was from before the implant. The caller reported that the patient took oxycodone for low back pain and gets steroid shots monthly for pain in low back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.